Event description:
Dexcom was made aware on 04/12/2024, that on 03/29/2024 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin reaction with burning, redness, inflammation, pimples under entire patch area which occurred 2 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body and prescription oral medication, doxycycline hyclate 100mg tablet. On 03/29/2024, the patient went to his doctor because of having a burning, swelling, and a bump at the insertion site. He was asked to go to urgent care to take care of the reaction. The patient was informed that it looked like cellulitis was prescribed doxycycline hyclate 100mg tablet to be taken twice for 7 days. The patient was discharged and not confined. At the time of the report the patient was fine, and the bump was no longer visible. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture h6 codes: health effect - clinical code - e1722 subcutaneous nodule.